Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - model #, catalog #: complete number is unknown, as the serial number was not provided. Section d4 - expiration date, UDI #, serial #: unknown/not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - telephone number: (B)(6) . Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as the serial number was not provided. Section h6 - health effect - clinical code 4581: no code available (incision enlarged) attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while implanting the ar40 intraocular lens (iol) the iol flipped and was damaged. This issue resulted in the enlargement of the surgical incision. The iol was removed and a back up lens was inserted manually during the same procedure. No further information was provided.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: no suspect product was received; however, photographs were provided by the customer for evaluation. The photographs showed the suspect lens being implanted when the lens appears to be injected outside of the eye and upside down. The lens was reloaded and injected with the lens upside down. The lens was observed damaged in the area indicated by the customer. Based on complaint information, a new lens was implanted and was not evaluated as part of this investigation. Since no product has been received, no further evaluation was performed. The complaint issue "delivery issue" was not identified during photograph evaluation. The complaint issue "lens damaged" was identified during photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.